Event description:
Had a knee replacement (depuy total right) (B)(6) 2011. Told my doctor something was wrong, he said no. Bi-lateral blood clot both legs (B)(6) 2012 (almost died), severe pain continues in right knee replacement. Went to specialist, he said knee replacement was not correct in femur. Scheduled surgery; revision done in (B)(6) 2012. Horrific, horrible pain I would never have had; had I known, I would be worse than better! Depuy again! Well guess what they recalled 2011 knee replacement but I had no idea. My doctor the second time didn't know and the original surgeon, well let's just say he didn't care! I am dying here. Found out last month that the revision was also recalled. So I have one lower recall depuy from 2011 almost killed me now an upper revision sawed into my bone recalled. Johnson & johnson paid someone to keep from being sued. No more class action lawsuits and no attorney will help me! Do you care. I need help please help me.